Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident.

Event description:
Ous MDR - the patient experienced swelling of the anterior chest and feeling of heat. An infection was diagnosed. The patient was hospitalized, the system was explanted and negative pressure wound therapy was performed.